Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6; h8. The complaint can be confirmed through analysis of the returned product. Visual examination of the returned product identified that the t-handle component was not returned with the device. The handle was returned with the strike plate fractured from the handle body within the welded region. The spring is loose from the device due to this. The trigger set screw that holds the long shaft in place is no longer assembled/welded in place to the trigger. The long shaft is loose from the device due to this. There are indentation marks on both sides of the strike plate as well as all along the handle body. Both ends of the spring have nicks; the tip of the long shaft and the broach connection end have scratches. No other damage was noted during visual evaluation. This device has an approximate field age of thirteen (13) years. The device history record was reviewed, and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the rasp handle broke when the surgeon was attempting to remove the rasp. The event occurred intra-operatively during instrument use while the rasp was being extracted. No additional details regarding procedural delays or device replacement were provided. It was reported that no further information is available.